Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks. A single chamber transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.